Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified, and the battery assembly and pcb assembly power supply were replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Event description:
Spacelabs received telemetry module housing for service repair with customer complaint of power supply went out. The customer removed the product from service on (B)(6) 2016. No injury was reported.